Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. The pump was alarming/beeping, patient was hearing the critical alarm which had begun 2-3 days prior to this event report date. It was noted that prior to that, patient was hearing the non-critical alarm. Patient inquired as to why the pump was alarming and what happens if it runs dry and how can the alarm stop. The patient was supposed to have a refill before (B)(6) but his doctor was on vacation. The patient experienced return of symptoms that begun a couple of days prior to this event report date. It was reviewed that the sound that patient was hearing was not consistent with the pump alarms. The patient was to followup with the health care professional to check the pump. It was also reviewed that the pump alarm would continue until a refill is done or the health care professional turns it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.